Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. No device malfunction can be identified. At this time, it cannot be determined how the device may have caused or contributed to the incident. An evaluation of the device cannot be performed as the device remained in the patient. Lot number was not provided so device history record review cannot be performed. Should the device be returned or additional information become available it will be reported in a supplemental report. Facility retaining - available on site.

Event description:
It was reported via medwatch (B)(4). That during a total shoulder arthroplasty procedure a humeral head protector, ar-9509-s, was utilized to ensure the humeral head did not fracture. It was reported that the humeral head protector slipped behind the shoulder into the deltoid muscle, out of site of the surgeon. The wound was closed and the patient was discharged. Upon surgeon reviewing the post-op x-ray it was discovered that the humeral head protector had been retained in the wound. The patient was scheduled to return to the or for device removal. This information was reported under cc114972 (medwatch 1220246-2017-00190). Additional information obtained (B)(6) 2017: original procedure was (B)(6) 2017. Revision procedure was (B)(6) 2017. During the revision only the humeral head protector, ar-9509-s, was explanted. Per customer device will not be returned but is available on site for evaluation if needed.